Event description:
It was reported that an ilet user experienced hyperglycemia associated with an alert for consecutive stalled motor, and the caregiver performed a dry run and a complete supply change with a new prefilled cartridge, lure connector, and inset teflon infusion set, after which insulin delivery resumed and glucose levels decreased from a fingerstick of 523 mg/dl to 181 mg/dl. Symptoms included elevated blood glucose. Outcomes included restoration of insulin delivery and improvement of glucose values without hospitalization or medical intervention outside of troubleshooting. Investigation included remote troubleshooting and user education regarding infusion set and supply replacement. Investigation of this case revealed that insulin delivery had been interrupted due to the stalled motor condition but functioned as intended after supplies were replaced. It was concluded that the cause of the hyperglycemia was unclear and that device function resumed after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.